Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Customer did not know blood glucose level. Lantus injection was administered and dka was resolved. Customer did not know cause of dka; however, did not relate the event to the pump/supplies. There were no issues observed with the cartridge, infusion set tubing or cannula. Tandem technical support assisted the customer with setting a temporary basal rate until the lantus injection wore off. Upon follow up, customer was discharged on 02/06/2019 with no permanent injury.